Event description:
The following has been reported: biomed reported: ticket stated, "pump alarming needs to be serviced". Cleaned and ran test infusion. No alarms patient status unknown. A preliminary review identified the following issue: mechanical hardware failure. (Vr decoupled) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed mechanical hardware failure (vr decoupled) device was returned due to mechanical hardware failure (vr decoupled). Unit started up with no alarms. Investigation found frm pcba flex cable not seated properly. Re-seated flex cable and performed resistor motor home test and resistor calibration/verification tests. Unit passed test. Lcd touch screen was found to be discolored/ damaged. Lcd touch screen will be removed and replaced during repair process. Battery packs will be removed and replaced due to high cycle counts (counter reset).